Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote follow up. The atrial lead exhibited noise which led to inappropriate automatic mode switch episodes. The patient was experiencing shortness of breath, it was unknown if this was related to the lead issue. No intervention was reported.

Event description:
Additional information received noted the right atrial lead had a fracture. The lead was capped and replaced on (B)(6) 2020. No patient symptoms were reported.